Event description:
It was reported that "this line was placed in a patient in the ICU. It was discovered after the line was in for a couple days that one of the ports was collapsed flat almost like the air had been sucked out of it. There was no harm to the patient, but the line had to be removed and another reinserted by the physician". There was no medical intervention required. The patient's current condition is reported "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "this line was placed in a patient in the ICU. It was discovered after the line was in for a couple days that one of the ports was collapsed flat almost like the air had been sucked out of it. There was no harm to the patient, but the line had to be removed and another reinserted by the physician". There was no medical intervention required. The patient's current condition is reported "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen pressure injectable cvc for analysis. Signs of use in the form of biological material and medication were observed inside the catheter. Visual analysis revealed that the proximal extension line was ballooned/stretched towards the luer hub. The appearance of the damage is consistent with the extension line being subjected to high pressure. No other defects or anomalies were observed. The ballooning on the proximal extension line spanned 36 mm from the luer hub. The outer diameter of the undamaged portion of the proximal extension line measured .085" , which is within the specification limits of .084" - .088" per the proximal extension line extrusion product drawing. The catheter body length from the juncture hub to the distal tip measured 167 mm, which is within the specification limits of 166.9 mm - 167.1 mm per catheter product drawing. A lab inventory syringe filled with water was attached to the lumens and flushed. When flushing the proximal extension line, the stretched portion appeared to balloon; however, the lumen flushed as expected. No blockages or resistance were encountered when flushing any of the lines. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "precaution: pressure limit settings on injector equipment may not prevent over pressurizing an occluded or partially occluded catheter." The pressure injectable cvc information card and print on the proximal luer hub indicate the maximum pressure injection flow rate is 5 ml/sec for the proximal extension line. The report of a ballooned extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the proximal extension line was ballooned adjacent to the luer hub. The catheter met all relevant dimensional and functional requirements. The observed damage appears consistent with damage due to over-pressurization of the catheter which can occur from buildup of biological material/medication or unintentional bending/kinking of the extension line. Based on the customer report and the appearance of the returned sample, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.